Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on (B)(6)2019. The device passed suction and cycle specifications. Refer to attached product evaluation and pictures. It was noted in the evaluation that the customer's parts had residue on them. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The pump in style instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check. The customers report of low suction is plausible.

Manufacturer narrative:
The customer was provided troubleshooting tips via email and was urged to contact customer service if her suction issue was not resolved so that it could be appropriately addressed. On 09/09/2019, medela customer service received an email from yummy mummy, after the customer reached out to them via email on 09/08/2019, to see if she could get a replacement device from them. The customer alleged to yummy mummy that she went to the emergency room and was diagnosed with mastitis, for which she was prescribed an antibiotic. On 09/09/2019, medela customer service reached out via email once again to the customer to urge her to make contact. On 09/11/2019, the customer called medela customer service and a replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 09/18/2019, the customer indicated that she received the new pump and it was working great. The customer also indicated that she would be returning the old pump. The customer was contacted again by a complaint handler on multiple occasions, including in writing, to get additional information, with no additional response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc via email that when she increases the vacuum level on her pump in style breast pump, it doesn't seem to make a difference and, though it expresses milk, it takes a very long time. She indicated that the only way to get good suction is to push the "center yellow thing in where the two valve pieces go on the machine."